Event description:
It was reported by parent of patient to the medial device supplier that the catheters were "rough and bumpy not smooth". A photograph depicting the reported complaint issue was received by the complainant. No harm reported.

Manufacturer narrative:
Device 1 of 1. Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).